Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of dyspnea, mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda could not be determined. As the slda was identified over a month post procedure, it is possible that the patient condition/leaflet morphology resulted in increasing stress on the implanted clip over time, and therefore contributed to the clip detaching from the leaflet; however, this cannot be confirmed. The reported tissue damage (leaflet tear) and worsening mr appear to be related to the slda; the reported dyspnea was likely a symptom of the increased mr. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached and tore one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3, with challenging anatomy. One clip was implanted, reducing the mr to 1. On (B)(6) 2016, the patient came back to the hospital with shortness of breath. Echocardiogram found that the clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). It appeared that the posterior leaflet was torn due to the slda, and the mr increased to 4. On (B)(6) 2016, a second mitraclip procedure was performed for treatment. Two clips were implanted for stabilization, one on each side of the slda clip. The mr was reduced to 1, and the patient remained stable. No additional information was provided.